Event description:
The plaintiff¿s attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-05026 and 2937457-2014-01158.